Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed the device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use reported for this event.

Manufacturer narrative:
Stryker calibrated the pacer to address the logged event code.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The event code was not repeatable. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed the device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use reported for this event.